Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Troubleshoot was performed. Customer tried many batteries but the issue was not resolved. The note reads no further details given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies or battery errors noted. Power connector plug in and locked in place properly. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked case corner of the belt clip rails near the battery compartment and faded serial number label.